Event description:
It was reported that after the complete implantation, the connection test went through without issues, however, high impedances were detected on some contacts during impedance measurement. Monopolar values >5k and bipolar pairs >10k. This issue persisted despite repeating the measurement approximately five times. There were no contributing factors. The connection between the extension and implantable neurostimulator (ins), and the electrode and extension were disconnected and cleaned three times, and electrode was tested several times but without success and high impedance remained. The products continued to be implanted, and the issue was not resolved at the time of the report. Additional information was received reporting that the impedance problem returned to normal 2 days after reimplantation and were all in the green zone. There were no more problems and everything was fine.

Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3300533, serial/lot #: (B)(6), ubd: 02-aug-2026, UDI#: (B)(4); product ID: b3400060, serial/lot #: (B)(6), ubd: 15-oct-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.